Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to pain and possible loosening / infection. Joint found to be not loose or infected upon revision. Medical records and claim letter reviewed. Primary operative note (B)(6) 2010 indicates patient received a left total knee arthroplasty due to severe osteoarthritis and degenerative joint disease of the left knee. The procedure was completed without complication indicated by the surgeon. Office notes (B)(6) 2012 indicate the patient is experiencing a ¿dragging sensation¿ of her left leg. There is no pain, however, there is a slight warmth to the knee. Bone scan revealed increased uptake in all 3 phases around the knee suggesting loosening or even infection. Revision operative note (B)(6) 2012 indicates the patient received a left knee arthrotomy with lysis of adhesions, synovectomy and polyethylene exchange due to painful left knee with scar tissue. Procedure description reveals a slight joint effusion as well as inflamed synovium thought-out the knee upon entering the joint. The synovium as well as calcifications were debrided. The polyethylene liner was removed. The tibial tray and femoral component were both stress tested and found to have no evidence of loosening at all. The procedure was completed without complication indicated by the surgeon. Updated (B)(6) 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.